Manufacturer narrative:
Electrode belt sn (B)(4) was not returned for the event investigation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. On (B)(6) 2012 the nurse of a (B)(6) year old female pt contacted zoll customer support to report that the pt has an open area under the electrode belt's therapy electrode (te) pads. The nurse reported that the doctor wanted to apply a medicine and cover it in gauze. The nurse was informed that nothing could come between the electrodes and the pt's skin. It is unk whether the pt required medical intervention. The clinical outcome of the skin irritation is unk.